Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. The perclose proglide (part #112673-03, lot #900306h) is being filed under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a femoral vessel after an interventional procedure. Reportedly, while "tying the knot", the suture broke. Another proglide was used with the same experience. It is not specified as to how hemostasis was achieved. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found the plunger, suture, link, needles, and cuffs were not returned. Without the return of the missing components, the scope of this investigation was limited and the reported experience could not be confirmed. Reportedly, needle deployment and suture retrieval were successful. However, while delivering the suture knot to the arterial surface to close the vessel, the suture broke. Inspection of the returned device revealed no abnormal observations that could contribute to the reported suture break during the knot advancement. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on the investigation findings, the device performed according to specification and a root cause related to the device could not be determined. The probable root cause for the reported suture break is applying excessive pressure to the suture while delivering the suture knot. No manufacturing or quality issues were detected. Review of the device lot history record did not reveal any finding which could have contributed to this event.

Event description:
It was reported that the device jammed on an unk firing. The customer used another like device to complete the case with no patient consequence.